Event description:
Customer's daughter reports back to back testing on the same meter, while using the advantage system with results of 134mg/dl and 35mg/dl. L1 quality control was run and in range. No adverse event reported. Daughter reports, there are no strips left; a replacement was sent.